Manufacturer narrative:
The investigation into the reported pump did not start has been completed since the original report was filed. The device was not returned by the medical facility. The cause of the pump did not start issue cannot be determined since no data logs, no complaint device and nor sufficient data returned for investigation.

Event description:
The user facility reported a 53-year-old female patient was implanted with an impella device for mechanical circulatory support. The complainant in japan had a 5.5 delivered for support of a patient who was in with a history of coronary artery disease (cad) and with a plan for coronary artery bypass grafting (CABG). The patient had extracorporeal membrane oxygenation (ECMO) and intra-aortic balloon pump (iabp). During priming, the 5.5 pump experienced an unspecified failure and was subsequently replaced by an impella cp device. The cp was successfully placed for support. No harm or injury noted. The pump was not noted to have stopped.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon conclusion of the investigation, a definitive cause for the reported issue could not be established. This report is being filed as part of a retrospective review of historical records.